Event description:
Caller reported that their pump screen was dark and wouldn¿t turn on, followed by the pump displaying a malfunction after being plugged into a power source. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was instructed by technical support to use an alternate insulin delivery method known as mdi. Technical support decided to replace the pump, ensuring the customer received a unit with updated software, and provided instructions on returning the malfunctioning pump. Customer acknowledged understanding all instructions and agreed to the process.